Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used during a removal of urinary stone procedure performed on an unknown date. According to the complainant, a transparent film-like material was noted at the tip of the sheath after it was taken out from the patient. The problem was noted post procedure and the case was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual examination of the returned navigator hd access sheath revealed that the device had a clear, flat plastic material exiting from the tip of the blue sheath. The sheath assembly is reinforced by coiled stainless steel (ss) and a ptfe liner. It was found that the material that exited from the sheath tip was consistent with the ptfe liner which was spiraled from inside the sheath. There was no external damage found on the sheath. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used during a removal of urinary stone procedure performed on an unknown date. According to the complainant, a transparent film-like material was noted at the tip of the sheath after it was taken out from the patient. The problem was noted post procedure and the case was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.